Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a pd treatment due to chest pains and trouble breathing. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a loss of consciousness (loc) due to a newly diagnosed cardiac condition on (B)(6) 2024 during a ccpd treatment on the liberty select cycler at home. It was explained the patient has experienced dyspnea with loc prior to this event (while off the cycler) which is how the cardiac condition was initially diagnosed. The patient was safely removed from his liberty select cycler and transported to the emergency department by emergency services where he was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed that the patient¿s loc attributed to a cardiac condition were both unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining on ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a pd treatment due to chest pains and trouble breathing. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a loss of consciousness (loc) due to a newly diagnosed cardiac condition on (B)(6) 2024 during a ccpd treatment on the liberty select cycler at home. It was explained the patient has experienced dyspnea with loc prior to this event (while off the cycler) which is how the cardiac condition was initially diagnosed. The patient was safely removed from his liberty select cycler and transported to the emergency department by emergency services where he was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed that the patient¿s loc attributed to a cardiac condition were both unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining on ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a pd treatment due to chest pains and trouble breathing. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a loss of consciousness (loc) due to a newly diagnosed cardiac condition on 8/jun/2024 during a ccpd treatment on the liberty select cycler at home. It was explained the patient has experienced dyspnea with loc prior to this event (while off the cycler) which is how the cardiac condition was initially diagnosed. The patient was safely removed from his liberty select cycler and transported to the emergency department by emergency services where he was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 10/jun/2024. It was confirmed that the patient¿s loc attributed to a cardiac condition were both unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining on ccpd therapy on the same liberty select cycler at home.